Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the reported complaint. The fse cleaned the connector and cables. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a recognition issue occurred on the vio dv integrated electrosurgical unit (iesu). The clinical sales representative (csr) received phone assistance from the intuitive technical support engineer (tse). The tse did not find any error in the logs. The customer elected to continue the procedure with an external electrical surgical unit (esu). The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The customer used the external generator during the procedure.